Event description:
The patient reported experiencing a loss or change of therapy. They stated they fell and it stopped working. The patient went to the doctor, and they said the device had turned off when they fell. The doctor turned it back on and adjusted the intensity. Then they were fine. The reported event had occurred in 2010. Indication for use was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.